Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was physical damage was confirmed at the area where foreign material remained. Additionally, it was unknown whether there was any deviation from instructions for use (IFU) in reprocessing steps of the area where foreign material remained. The likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: operation manual 3.3 inspection of the endoscope (detection way included). Reprocessing manual 5.5 manually cleaning the endoscope and accessories (preventive measures included). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following issues were found during the device evaluation: the switch box had a dent, the adhesive around objective lens had a chip, there was corrosion found around forceps elevator, and the protector of universal cord on suction connector side was shaved. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii duodenovideoscope was returned to an olympus service center for annual maintenance, with no complaint reported by the end user. During inspection, foreign material was observed, to be lodged in cuts in the insertion tube (connecting tube), and there was foreign material on the surface at the distal end. There was no patient involvement. This report is being submitted for the malfunction [foreign material] found during the device evaluation.